Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported a blank display. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: faded serial number label, cracked middle (enter) keypad button, scratched case. After battery installation, a "battery failed: insert a new aa battery" message immediately appeared. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests. Also unable to upload pump files and hence unable to verify pump error 53 due to the recurring error message. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. After taking the boards out of the case and installing them into another known good case, the error message appeared again. After placing the original pcba2 onto a known good pcba1 and putting them back into the known good case, the error message reappeared. After placing a known good pcba2 onto the original pcba1 and putting them back into the known good case, the unit was able to boot up normally. Upon further examination, did not note any cracked or missing components on pcba2. In summary, the customer¿s report of a blank display was not confirmed during testing. The battery failed error is isolated to pcba2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the contacts on the battery cap are neither missing nor damaged and the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Display did not returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.